Event description:
Follow up information received from the manufacturer&#38112;representative reported that the patient was set to receive a recharger and a programmer the day prior. The patient was going to follow up with the representative and set a date to meet to interrogate the device.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was assaulted, was struck, fell, there was a reported loss of stimulation after, and the patient had 3 surgeries. The manufacturer representative checked the device with the clinician programmer and the battery was dead. The patient was waiting on replacement recharger and programmer that had been taken from their home. It was reported that the patient was going to order the recharger and programmer in order to interrogate the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.